Event description:
It was reported that there was decreased impedance on the atrial lead, and clavicular crush was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached (clavicle-rib crush); full lead returned and analyzed.

Event description:
It was reported that there was decreased impedance on the atrial lead, and clavicular crush was suspected. The lead was explanted and replaced. It was further reported that the patient had an infection. Further information received from the clinic indicated that the lead was not replaced due to infection, but due to subclavian crush. No further patient complications have been reported as a result of this event.